Event description:
Ous MDR - after an implantation period of approximately 112 months, high shock impedance values and oversensing was reported. The lead was replaced, but not returned to biotronik.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.